Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the local staff member performed a routine check on this t1. When he set the oxygen concentration of this t1 to 21%, he found that the t1 displayed a value of 23%. The oxygen concentration display did not improve when the oxygen cell was calibrated. The device failed during inspection.